Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The device was not returned for evaluation, as the device return follow-up is ongoing. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported via implant patient registry that a 25mm mitral valve was explanted and replaced with a 27mm valve after an implant duration of 9 months due to thrombosis and leaflet motion restricted. Per medical records, patient presented with left atrial thrombus and underwent redo-mvr, avr, and thrombectomy. There were peels of thrombus on essentially all 3 leaflets. The patient was taken back to the ICU in guarded condition. Patient was discharged home in stable condition on pod #13. As reported, a deficiency in the original device was alleged. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.